Manufacturer narrative:
The device was not returned to edwards for evaluation as there was no allegation of product malfunction. The device history record (DHR) was reviewed and shows that this device met all manufacturing specifications for product release prior to distribution. No issues were identified that would have impacted this event. Bioprosthetic tissue valves can deteriorate with time and eventually fail contributing to regurgitation and/or stenosis. There can be a number of potential known and unknown patient related contributing factors. Structural valve deterioration (svd), a common reason for bioprosthesis explant or reoperation, encompasses multiple failure modes, including calcific and non-calcific degeneration, dehiscence, cusp thickening or fibrosis, or a combination of these. Such failure modes, occurring singularly or concomitantly, may contribute to stenosis and/or regurgitation. Alternatively, nonstructural dysfunction (nsvd) may also play a role in the development of valvular stenosis. A definitive root cause could not be determined; however, it is likely that patient related factors and the progression of the underlying valvular disease pathology contributed to the event. Edwards lifesciences will continue to monitor all reported events. No further actions are required at this time.

Event description:
Edwards received information that a 25mm valve implanted six years, six months, was explanted due to mitral stenosis. The explanted device was placed with a 25mm mitral valve. Patient was reported to be doing fine. Patient has history of atrial fibrillation.

Event description:
Edwards received information that a 25mm valve implanted six years, six months, was explanted due to severe mitral stenosis and moderate mitral regurgitation. The explanted device was placed with a 25mm mitral valve. The patient was taken to the intensive care unit in stable condition. The patient was discharged to home with home health on pod #11 after antibiotic treatment for pneumonia.

Manufacturer narrative:
Corrected data: f10, h6. Reference CAPA-20-00141.